Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The sample was visually inspected and functionally tested. The reported condition of a battery low was verified in the alarm log review and during battery testing. The cause of the reported condition was due to an inoperative main battery. To correct the issue the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced a battery low alarm. There was no patient involvement. Additional information was requested and is not available.